Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump esc and act buttons were sticky, had cracks on bottom, battery life was less than 7 days and when rewinds it was stall out and unexplained no deliver alerts. The customer blood glucose level was unknown. Customer declined to troubleshooting. The device will not be returned for analysis.